Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they had jaw pain and discomfort due to the retainers, it made it hard for them to eat properly. Contraindicated.